Manufacturer narrative:
Additional information: h6 and h11. H11: the actual device was not available; however, a video of the sample was provided for evaluation. The video was reviewed and a separation between the female connector and main body was observed. The reported condition was verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was separation issue with female connector of a minicap transfer set. This occurred during use of the device for continuous ambulatory peritoneal dialysis therapy. The transfer set had been in use for four months and was replaced because of the issue. There was no report of patient injury or medical intervention associated with this event, however, unspecified medication was given to the patient. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.